Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on(B)(6) they had they implant replaced. The patient noted blood work revealed high white blood cell (wbc) count however could not determine where infection was. The patient also mentioned that the ins site started to hurt. The patient stated the implantable neurostimulator (ins) was replaced but they were not sure about the lead. The patient stated she took a lot of antibiotics. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.